Event description:
It was reported that the atrial lead dislodged. The physician decided that the patient no longer needed permanent pacing and elected to remove the entire system. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed) and was melted, the outer insulation melted, had cosmetic environmental stress cracking (esc), was breached cut, and had cosmetic depression. Visual analysis revealed apparent explant damage and the continuity failed on the proximal conductor because it was melted.